Manufacturer narrative:
The device that was reported as causing a burn is not expected to be returned for evaluation and review. This complaint cannot be verified and a root cause cannot be determined. The service history for this device was reviewed and no history of repair or service was found. A two-year review of complaint history revealed there has been a total of 10 complaints, regarding 10 devices, for this device family and failure mode. During this same time frame (B)(4)devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: cautions: safe and effective electrosurgery is dependent not only on equipment design, but also on factors under the control of the operator. It is important that the instructions supplied with this equipment be read, understood and followed in order to ensure safe and effective use of the equipment. To minimize the risk of burns when adapting accessories, use only conmed bovie-style adapters because of the risk of burns, needles should never be used as a dispersive electrode for electrosurgery. The entire area of the dispersive electrode should be placed so that the entire conductive area is in firm contact with an area of the patient's body that has a good blood supply and is as close to the operative site as possible. In general, electrosurgical current paths should be as short as possible and should run either longitudinally or in a diagonal direction to the body, not laterally and under no circumstances lateral to the thorax. Dispersive electrodes and probes of monitoring, stimulating and imaging devices can provide paths for high frequency currents even if they are battery powered, insulated or isolated at 50/60 hz. The risk of burns can be reduced but not eliminated by placing the probes as far away as possible from the electrosurgical site and the dispersive electrode. Protective impedances incorporated in the monitoring leads may further reduce the risk of these burns. Needles should not be used as monitoring electrodes during electrosurgical procedures. To avoid patient and operator burns, operating room staff should never simultaneously touch the patient and esu connectors. The operating room staff should never contact electrosurgical electrodes (either active or dispersive) while the rf output of the esu is energized. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This distributor reported on behalf of their customer that the 60-2450-230, system 2450, 230 v, device caused a burn during an unknown type of surgery on (B)(6) 2018. It was not clear if the surgeon or the assistant sustained the burn. Further information was requested from the distributor; however, no clarification or new information was received. Testing was conducted by the reporting facility and the device passed all tests. This report is being raised on the basis of injury due to the burn degree being unknown.